Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen was sometimes going black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer returned their glidescope avl monitor and their glidescope avl video baton 3-4 to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl monitor and confirmed that the avl monitor flickered with the customer owned avl video baton 3-4 connected. The back shell, wire harness cables and lcd were replaced but did not resolve the issue. The technical service representative determined that the mainboard pcba had failed and needed to be replaced. The glidescope avl monitor was end of lifed and can no longer be serviced. The glidescope avl video baton 3-4 was evaluated and was found to have a sharply cracked piece of plastic on the bottom of the camera lens and part of the camera head cover was melted. The camera image quality test was performed and passed. The glidescope avl monitor was returned to the customer and the glidescope avl video baton 3-4 was replaced and the returned device scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.